Event description:
The customer contacted physio-control to report that their device showed one bar in the battery charge symbol in the device's readiness display. The device was reportedly used on a patient in cardiac arrest and the device shut down. The customer went to another department for another defibrillator to continue treatment of the patient. The patient had expired. The battery was removed from the first device and put back in again and one bar reappeared on the battery indicator.

Manufacturer narrative:
Upon further review of the electronic device download and patient record, it was determined that the battery used during the reported event was in a very low state of charge. The battery was approximately 4 years old and had likely become depleted normally due to age and use. The likely cause of the reported issue was due to the use of a depleted battery. The customer did not include the battery, which was used during the reported event, with the device when returned to physio-control for evaluation.

Manufacturer narrative:
Physio-control performed a clinical review of the reported event and the downloaded electronic patient record. It was observed that the patient's heart rhythm was non-shockable throughout the use of the device. The patient's heart rhythm was asystole. Physio-control evaluated the device, but could not verify the reported failure. The device's readiness indicator showed 4 bars for the battery charge indicator (indicating a full battery). Proper device operation was observed through functional and performance testing. The device will be returned to the customer for use.